Event description:
Based on the information gathered through the investigation, the root cause was determined to be an unintended design issue, which allows the burst watchdog timeout event to occur when all of the following conditions are met: 1. Sensing is enabled and autostim burst is in progress; 2. Magnet output current </= autostim output current; 3. Autostim output current >/= 0.25ma and frequency >/= 10hz (i.e. Ramp enabled); 4. Magnet is repeatedly applied (i.e. Reed switch closed) for 300ms and </= 3 seconds. The issue is caused by the method by which the device firmware calculates the remaining time in autostim on time after a magnet activation occurs when conditions 1 through 3 above are present. When recalculating the stimulation burst time following a magnet activation, an additional two seconds is added to the time to account for ramp up. If the magnet is repeatedly swiped at a pace with less than two seconds between magnet activations, multiple recalculations can add enough time to allow the stimulation to exceed the watchdog timer.

Event description:
It was reported that an error message "pulse generator is disabled due to a burst watch dog timeout. Not supplying stimulation" was received when interrogating a patient's m106 generator. It was reported that all of the patient's device settings were intact, but normal, magnet, and auto stimulation output were at 0 ma. Programming history (programmer data) has been obtained and reviewed. The data confirms that upon interrogation of the device on (B)(6) 2015, the pulse disabled status showed burst watchdog timeout. The data from (B)(6) 2015 shows that the generator was enabled, and impedance was within normal range. Attempts for the extended generator download have been made but the data has not been received to date. A burst watchdog timeout is the product of a safety feature included within the model 106 ipg firmware that employs a watchdog timer to prevent the ipg from entering a "runaway" stimulation mode.

Event description:
Further information received indicates that the patient's device was checked again during the next clinic visit, and all settings were appealing to be correct. It was reported that the patient said she felt the device stimulating. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No additional relevant information has been received to date.